Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - d10, h6 (type of investigation, investigation conclusions).

Event description:
It was reported by the customer through emergency support program that the mega 50cc had gas loss alarm on a cardiosave during use. Nurse reported that the alarm had gone once before, and nurse was inquiring about what to do if it went off again. Nurse did utilize the help screen and the iab fill key to restart therapy but wanted to ensure it was okay because the patient was on his 3rd balloon catheter after having experienced 2 previous perforations. Troubleshooting determined the insertion was axillary and nurse was unsure of the brand of the introducer in use, off label and off brand disclaimers provided. Esp personnel had nurse verify there was no blood in the helium tubing, all connections were secure and appropriate and there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information she gave me regarding the patient hemodynamics and clinical picture, the alarm was potentially caused by movement and the insertion point. Esp personnel encouraged karina to call should the alarm go off several times in an hour so that they could troubleshoot together. Nurse was appreciative of the support. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6) a mega 50cc balloon on a cardiosave iabp generated a gas loss alarm during use. The nurse reported the alarm had occurred once before and requested guidance. She had restarted therapy using the help screen and iab fill key but was concerned as the patient was on a third balloon after two prior perforations. Troubleshooting showed the insertion was axillary, and the introducer brand was unknown. Esp personnel confirmed there was no blood in the helium tubing, connections were secure, and no kinks were present. Based on the patient condition, the alarm was likely due to movement and the axillary insertion site. The nurse was advised to call back if the alarm recurred multiple times. No patient harm was reported.